Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The 510k number is unknown as this is a custom defined product.

Event description:
As reported, in this dpt (disposable pressure transducer) with lass valve, the systolic pressure reading was much higher that what it should be. Furthermore, sometimes the values taken from this transducer were higher than 20 points than the readings taken with an intermittent arm cuff and there was no error message displayed. Additionally, higher systolic readings were only recorded in the most critically ill patients; however this issue did not happen with the more stable patients or in the patients with hypotension. Therefore, sales rep reviewed how the lines were set up and noted that when they were taking the blood samples on the more critically ill patients, the sample sites were not switched back to the monitoring positions as per the IFU¿s (instructions for use). Then, customer admitted that this was indeed the case in quite a few instances and admitted that edwards provided education about this but it is a new system and some of the staff were still getting used to it. Further to the trouble shooting, sales rep explained that any additions to a line could also possible effect the frequency response therefore causing an under dampening effect which would thus cause an overshoot in the systolic. Sales rep noted customer is currently adding on an arterial turn around (extra 12 cm in length tubing) to make shift customize the kit for their requirements. The patient was diagnosed with laparoscopic nephrectomy for malignant neoplasm of kidney. There is no record that the patient was treated according to the wrong values displayed. There was no allegation of patient injury.